Event description:
I started having light respiratory problems around (B)(6). It became worse on (B)(6) 2022 where I went into urgent care. Possible it is from my philips CPAP system one recalled machine. FDA safety report ID # (B)(4).